Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states recharger was stolen quite some time ago, maybe a year ago. Patient states they were on a greyhound bus and had a seizure and all of their luggage was stolen. Patient has not been able to charge his stimulator and has been suffering since then. Patient mentioned going through a lot lately, time in a mental hospital and depression.